Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported loss of fluid column could not be determined as no issue was identified during analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a leak. It was reported that during device prep of a mitraclip procedure, the sgc experienced a leak when attempting to de-air the device. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.